Manufacturer narrative:
The customer returned their system to siemens for physical inspection and investigation. An investigation was conducted on the returned device. As part of the investigation, visual inspection and automated diagnostic tests were performed. No burning smell was observed from the device. The source of the smoke could not be determined. Instrument is operating as intended.

Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that there were no issues with the power outlet and there was no power surge. The instrument and power supply were requested to be returned as well as more information for further investigation. The cause of this event is unknown.

Event description:
Customer reports that their clinitek status+ was very hot, smoking, hissing, and the thermal paper is black. There is no report of injury due to this event.